Manufacturer narrative:
Concomitant products: 4524-45 lead, implanted (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for low impedance, which the physician believed was caused by insulation failure. The lead remains in use. No patient complications have been reported as a result of this event.